Event description:
It was reported that the it was not possible to interrogate the device, and the device was found to have reached elective replacement indicator (eri). The device was explanted and replaced. During the replacement procedure, the right ventricular (rv) lead was found to have insulation damage near the is-1 pin. The insulation was repaired, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4024, implantable pacing lead, (B)(6) 1998. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.